Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl and shaking. The caregiver called ems and the user was transported to the hospital where the user was admitted, treated with intravenous insulin and glucose, and discharged on (B)(6) 2025. No long-term health effects were reported.